Event description:
It was reported that both right atrial lead and left ventricular lead were twisted and exhibited dislodgement. It was believed that this was related to twiddler's syndrome. In addition, insulation damage was noted. Subsequently, the patient underwent a revision procedure, and the leads were explanted and successfully replaced. No additional adverse patient effects were reported. The right atrial lead is not expected to return.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Subsequent, testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found cuts in insulation, and melt marks in outer insulation likely explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that both right atrial lead and left ventricular lead were twisted and exhibited dislodgement. It was believed that this was related to twiddler's syndrome. In addition insulation damage was noted. Subsequently, the patient underwent a revision procedure, and the leads were explanted and successfully replaced. No additional adverse patient effects were reported.